Event description:
Beaver blade used on a tear in the lateral meniscus right knee. As it is completed, just with the small trim to this flap like beak tear the blade was found to be broken in the joint. As the broken fragment could not be retrieved arthroscopically, an arthrotomy was done to retrieve the broken fragment.